Manufacturer narrative:
A device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the handheld was not holding a charge. Troubleshooting did not resolve the reported issue. It was verified that the handheld would not charge per specification when it was plugged in.